Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution a review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: ¿ read these instructions completely prior to use. ¿ do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. ¿ a meniscal depth probe may be used to help determine the desired depth limit. ¿ do not advance the deployment slider while introducing the fast-fix 360 meniscal repair system. Into the joint as the implant will deploy prematurely. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor and suture have been returned with the device. T1 anchor has been removed from the suture it appears cut at the suture knot. The device shows no visible damage. A functional evaluation revealed the device functions as intended. The complaint was confirmed, and the root cause was not established. Factors that could have contributed to the reported event include contact with another device or sharp object during use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the instructions for use found: ¿read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. A meniscal depth probe may be used to help determine the desired depth limit. Do not advance the deployment slider while introducing the fast-fix 360 meniscal repair system into the joint as the implant will deploy prematurely.¿ a review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, using the fast-fix 360 curved ndl dlvry sys ei, while deploying the first implant it came away from the suture and had to be removed from the joint with graspers. The procedure was successfully completed without delay using a smith and nephew back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.